Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station shown was not communicating. A technical support specialist (tss) reviewed data synchronization activity and confirmed that a full synchronization was completed based on knowledge article guidance ¿proper data sync procedure & how to place new db in es station¿. The tss verified that the issue was resolved as confirmed by the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, oakacath showed not communicated with bd health sight viewer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.